Event description:
It was reported that the pump declared an altitude alarm. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level at the time of the event was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump.